Event description:
It was reported that in the intensive care unit, the doctor advanced the swg through the ars according to the IFU, however, during insertion the swg bent severely. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no death or complications to the patient.

Manufacturer narrative:
(B)(4).